Event description:
Patient with implanted lvad, left ventricular assist device, admitted for intermittent alarms. Patient placed on pneumatic console. O-rings to driveline / svl, stroke volume limiter, connection were leaking air, required frequent venting. Because the stroke volume limiter has not been fully expanding, the medical staff were having to vent the device with a greater frequency, between one and four hours, toensure proper emptying of the heart mate device. Lvad was replaced.